Manufacturer narrative:
(B)(6)

Event description:
The customer received questionable elecsys hcg + beta test system results from a cobas 6000 e601 module for one patient. The initial result was 40.52 miu/ml and was reported outside of the laboratory. On (B)(6) 2018, the sample was repeated and the result was 300 miu/ml. The sample was repeated two additional times with a result of - 0.100 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer found the tip of the probe constantly had a drop of fluid. Based on the calibration and qc data, the assay was found to be working within specification. The investigation was unable to find a definitive root cause.